Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported an unknown cartridge alarm occurred during the load sequence the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 54 - 170 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.